Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone12.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient went to the emergency room (ER) about a month ago, due to elevated blood glucose levels after an unspecified duration of pod wear. No symptoms were reported. A fingerstick blood glucose (bg) check was performed, which showed that their bg levels were in the 400 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and insulin. The patient was sent home the same day.